Manufacturer narrative:
Concomitant medical products: 693335 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace sense portion of the right ventricular lead was capped and replaced due to a "lead malfunction." The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.